Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise reversion episodes. Review of the merlin.net transmission revealed oversensed signals which had the appearance of potential myopotential oversensing. Pacemaker inhibition occurred at the time of the oversensing. During the lead revision procedure on (B)(6) 2015, the physician decided to upgrade to a biventricular device and programmed the device to left ventricular sensing. The right ventricular lead remained implanted and all electrical values were stable. The patient was in good condition post procedure.